Manufacturer narrative:
The cartridge associated with the event has not been received for evaluation. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse regarding a cartridge luer that broke when disconnecting a patient from continuous veno-venous hemofiltration (cvvh) therapy on (B)(6) 2018. There was no reported adverse effects to the patient.